Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es full height cubie drawer was unrecoverable. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie main drawer was not opening. A field service engineer inspected the drawer and discovered that the latch sensor was not securely fastened within the latch catch assembly and then removed the latch sensor and properly reseated it into the catch to ensure correct alignment and functionality. The system functioned as intended after the field service engineer repaired the device.